Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 565mg/dl. It was stated that the doctor believes it could be a failure of insulin. Troubleshooting was not performed as the insulin pump was not available at time of call. The customer called back to troubleshoot the insulin pump. The customer stated that the infusion set was changed the day before the event. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.